Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was evaluated and the reported iipv event was verified through the review of the event history logs. Internal and external inspections were performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device; all tests passed successfully with no issues noted. The service history record review revealed no issues that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:46:58. During night drain cycle five, the patient's ultrafiltration reading was 1219ml, indicating the home patient drained 1219ml more than their maximum programmed fill volume of 2000ml. No additional information is available.